Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in united states.

Event description:
The report we received from the affiliate indicated that there was a strut uplift on the proximal end of the stent. The problem was noticed, after an inflation device was attached to the stent delivery system (sds) and while negative pressure was applied to remove air from the balloon. Consequently, the physician stopped using the device and did not use it in the patient. The physician had inspected the device prior to use and did not find any anomalies.